Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, a retained sample was provided for evaluation. Visual inspection of retention sample did not identify any abnormalities that could have contributed to the reported condition. An air passage test and underwater leak tests were performed; no blockages and no leaks were found. The reported condition was not verified on the retained sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopcock leaked during a drug infusion to a patient. Upon inspection, the leak was identified at the tee knob. The stopcock was replaced to continue the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.